Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial# (B)(4), implanted: (B)(6) 2007: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the lead migrated in 2012. A lead revision was determined to be necessary where the health care provider (hcp) would add a lead to adjust coverage but due to scar tissue the hcp had been unable to place the lead. That "started the ball rolling" toward the patient get a pump implanted. There were no reported issues with their implanted pump. It was reported that the first one (implantable neurostimulator (ins)) had normal depletion and end of service. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
A consumer implanted for multiple back operations reported seeing the elective replacement indicator (eri) a couple of months ago, but was currently seeing the end of service (eos) message. The consumer was unsure if they were going to get a replacement because the device really didn't help that much which is why they got a pump. It was noted a couple of years ago they were told a lead revision wasn't possible because of too much scar tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.